Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/08/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/24/2015 with the following findings: evidence of a partially discharged battery being installed for use, which resulted in an intermittent power event, was observed in the black box data; user error caused the reported issue. The battery compartment was observed to be cracked from the threads to the case seal. The threads of the returned battery cap were found to be damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and evidence of moisture damage was found on internal components.